Manufacturer narrative:
Device was used for treatment, not diagnosis. Review of the respective raw material, component, and finished product DHR files found no irregularities that would have caused or contributed to this condition. Based on this information alone, this complaint is deemed invalid.

Manufacturer narrative:
Placeholder.

Event description:
It was reported that the screws and plate were implanted to repair a left femoral fracture on an unknown date. The devices were damaged at an unknown time. An x-ray revealed two screws were broken and the plate was bent. The plate and screws were replaced with a rod electro grade to stabilize the fracture. This is report 3 of 3 for complaint (B)(4).